Event description:
As reported on (B)(4) 2013, a (B)(6) female presented for a rfa procedure of a painful osteoid osteoma on her right ulna midway between her hand and shoulder. To gain access to the targeted tissue, starting near the hand, the physician drilled an 11g hole along access of the bone. An uniblate was place in the targeted tissue using imaging guidance. The 1500x generator was activated and immediately displayed "poor connection"; indicating that the system was unable to complete the circuit and that the probe was not in contact with tissue within the ulna. The physician backed the device such that the active component of the electrode was in contact with the forearm muscles, just beneath the skin soft tissue allowing the system to complete the circuit necessary for probe activation. The procedure was successfully completed with this device without further delay. Post procedure, it was noted that the pt had received a 3rd degree burn (approx the size of a dime) at the insertion site where the active component of the electrode was in contact with the skin. The burn is being treated topically. There was no indication that the probe or the generator used during the procedure malfunctioned. The burn was most likely caused by the location of the probe while it was activated.

Manufacturer narrative:
A review of the device history records was performed for any deviations related to the reported event of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the device history record and labeling revealed that angiodynamics process controls are adequate and these type events are reference in the instructions for use. As the uniblate device was discarded by the user facility, angiodynamics was unable to perform a device evaluation. The customer's complaint is confirmed based on the provided pt info relevant to the site entry burn. There was no indication that the uniblate probe or the 1500x generator used during the procedure malfunctioned. The most likely root cause for the reported event was the location of the probe while it was being activated during the course of the ablation. The treating physician felt that the placement of the probe was necessary due to the location of the lesion being treated. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).